Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was no alert or alarm after the "???" Icon disappeared. No additional patient or event information is available. Data was provided for evaluation. The reported no alert or alarm was confirmed via data. The root was determined to be an issue occurring during backfill.